Event description:
Following the procedure, the physician closed the arteriotomy with the closer tsl 6fr device. The pt was discharged home. Three days following the procedure the pt called their physician with concerns of oozing and soreness. The physician instructed the pt to come to the office for a follow-up check of their groin. The pt stated that pt was on a fishing trip. The physician told pt to go to the nearest hospital and be checked. The pt did not comply. The pt presented to the hospital when pt got home, five days following the procedure, with cellulitis. The pt was placed on antibiotics. The pt returned to the hospital and underwent an I&d of a right groin abscess, exploration of right common femoral artery, removal of an infected perclose suture, debridement of the vessel and sartorius muscle. Cultures were drawn and were positive for staph aureus. The pt was hospitalized for five days and discharged in stable condition.